Event description:
During a laparoscopic appendectomy procedure, teh device did not function. No further information is available. Case was completed with same like product. There was no patient consequence.